Event description:
It was reported to philips that the live monitor¿s display was blank. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined that the dvi to lan converter was defective. After replacing the dvi to lan converter, the device was returned to expected functionality. Philips has continue to investigate of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor system was blank. Upon function testing, fse found the dvi-to-lan converter was defective. Fse replaced dvi to lan converter. After the replacement of the converter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.